Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial trial was discovered fracture at the end of knee arthroplasty procedure.

Manufacturer narrative:
(B)(4). Report source foreign, (B)(6). Product was returned for evaluation and reported event was confirmed. Visual examination indicates that the device shows signs of repeated use (nicked or gouged) and is cracked. Device history record was reviewed and no discrepancies were found. Dimensional examination indicates that the device conforms to the measurable print specifications. The product had a possible field life of over 10 years and shows signs of wear, therefore root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.